Event description:
The valve was explanted due to recurrent cerebrovascular accidents despite adequate anticoagulation. During the explant procedure, the valve appeared to be functioning well on tee. On direct visualization, there was no evidence of clot, pannus, or other abnormalities. The valve was replaced with a 25mm sjm trifecta valve (model tf-25a, sn (B)(4)).